Event description:
Customer purchased a 2 pack of the children¿s monster toothbrushes and complained after a few uses the bristles have fallen loose causing them to extend past the tooth brush. Customer mentioned they were unable to use tooth brush.